Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving dilaudid and marcaine, both of an unknown concentration and dose via an implantable infusion pump for spinal pain. It was reported that the patient could not hear the pump alarm. Patient inquired about the possibility of turning up the volume on the pump alarm. It was reviewed that the alarm volume cannot be changed. Per the patient, her pump ran out twice, and she was not able to hear the alarm. Patient stated it ran out twice in a row and the patient would get sick. The pump ran out for the first time about a month and a half ago and on (B)(6) 2017 for the second time. The patient was still on pills and the doctor did not turn the pump up but one notch. Patient stated that she thought after 6 months she would not be taking any more pills. The patient went to her healthcare professional (hcp) on (B)(6) 2017 and they were waiting for the medication to come in so they could fill her pump. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) on 2017-jun-29. It was reported by the patient that the event dates were (B)(6) 2017 and the refill before that. The patient stated that they believed that the healthcare professional (hcp) was not paying attention to refill dates. The patient said she now goes in every week and the hcp was trying "epidurals", however the patient said that was not working. The patient was working to replace her personal therapy manager (ptm) programmer as she never received one. The patient updated their infusion drug information: 20 mg/ml dilaudid at a dose of 10.01 mg/day, and 20 mg/ml marcaine at a dose of 0.001 mg/day.